Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / persistent pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no.". The patient's past medical history included back disorder and lumbar disc disease. Concomitant products included etonogestrel and medroxyprogesterone (depo provera) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower and vulvovaginal pain was resolving and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: shortly after the essure insertion, she began experiencing pelvic pain. She continued to experience persistent pain until removal of essure device. Her symptoms resolved after the surgery. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received: reporters details added. Event outcome updated for pain. Concomitant condition, drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / persistent pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no.". Concomitant products included etonogestrel. On (B)(6) 2016 the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: shortly after the essure insertion, she began experiencing pelvic pain. She continued to experience persistent pain until removal of essure device. Her symptoms resolved after the surgery. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Events lower abdominal pain, vaginal pain, vaginal bleeding, menorrhagia, did you undergo an essure confirmation test: no. Added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / persistent pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: shortly after the essure insertion, she began experiencing pelvic pain. She continued to experience persistent pain until removal of essure device. Her symptoms resolved after the surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, and reported pelvic pain / persistent pain starting shortly after insertion. The plaintiff underwent a laparoscopic removal of essure device on (B)(6) 2016 due to the persistant pain. The events resolved after essure removal. Pelvic pain of varying intensity and duration may occur and persist after essure insertion. This case was classified as incident since a device removal was required. As no complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / persistent pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: shortly after the essure insertion, ms. (B)(6) began experiencing pelvic pain. Ms. (B)(6) continued to experience persistent pain until removal of essure device. Ms. (B)(6) symptoms resolved after the surgery. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, and reported pelvic pain / persistent pain starting shortly after insertion. The plaintiff underwent a laparoscopic removal of essure device on (B)(6) 2016 due to the persistant pain. The events resolved after essure removal. Pelvic pain of varying intensity and duration may occur and persist after essure insertion. This case was classified as incident since a device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.